Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery pack, backplane and the generator interface board were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that an ma sensor fail message was displayed on the system. No pt injury was reported.